Event description:
Caller reported a malfunction on the pump, specifically malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer service provided assistance by offering pump reset information and helped the caller reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue arises again.